Event description:
It was reported the asymptomatic patient presented in a follow up. It was observed the right ventricular lead product was oversensing p-waves from atrium. Programming changes were made. The patient was stable.